Manufacturer narrative:
This report is submitted on 31 july 2020.

Event description:
Per the clinic, the patient experienced pain at implant site, subsequently the internal magnet was explanted. Prior to explant the patient was treated with antibiotics for pain and swelling.